Event description:
During an atrial fibrillation procedure, when aspirating the sheath, a bubble was noted inside the sheath tubing, and it was determined that the valve was not functioning. The sheath was exchanged, and the procedure was completed with no adverse patient health consequences.

Manufacturer narrative:
One 8.5f swartz braided introducer sheath was received for evaluation. Functional testing confirmed an air and fluid leak in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. A puncture was noted in the proximal and distal seals. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the punctured seals and subsequent leak remains unknown. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.